Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals/noise and a possible lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.